Manufacturer narrative:
Omit: a1801 - contamination. Additional information: imdrf annex a and g codes.

Event description:
It was reported that the during a site visit by bd clinical and technical practice consultants, majority of devices were observed to have cleaning contaminate on the iui connectors. It appeared to be residue due to cleaning with bleach on both male and female iui connectors. In some cases, there was corrosion observed and those devices were removed from patientcare service and provided to biomed for repair. There was no patient involvement.

Manufacturer narrative:
Omit : a26 - insufficient information (3190) additional information : imdrf annex a code.

Event description:
It was reported that the during a site visit by bd clinical and technical practice consultants, majority of devices were observed to have cleaning contaminate on the iui connectors. It appeared to be residue due to cleaning with bleach on both male and female iui connectors. In some cases, there was corrosion observed and those devices were removed from patientcare service and provided to biomed for repair. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the during a site visit by bd clinical and technical practice consultants, majority of devices were observed to have cleaning contaminate on the iui connectors. It appeared to be residue due to cleaning with bleach on both male and female iui connectors. In some cases, there was corrosion observed and those devices were removed from patientcare service and provided to biomed for repair. There was no patient involvement.